Manufacturer narrative:
A getinge field service engineer (fse) re-plugged the display control board connector and the fault was resolved. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and can be used clinically.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by customer, the cs300 intra-aortic balloon pump (iabp) unit screen buttons are unresponsive. There was no patient involvement.